Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated he was on doxycycline for 14 days for a driveline infection that was treated at an outside facility. Changes to medication were made, and the patient was treated with oral antibiotics. From documents received from the outside facility, the patient had noticed drainage from driveline site for 2 days. The patient denies pain, fever or chills. Driveline cultured results no epithelial cells seen and no organism seen. The event was considered resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.